Event description:
It was reported that during a breast biopsy procedure, the plastic tip broke. The plastic piece remained in the breast. Histologic analysis showed breast cancer. Therefore, the patient got ablation and consequently, no issue with remaining plastic piece. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.